Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. A device history record review was completed for the lot and documented that the device met all specifications upon distribution. Swan-ganz bipolar pacing catheters serve as diagnostic and therapeutic tools in the management of critically ill patients. All invasive procedures inherently involve some patient risks. The physician is advised before deciding to use the catheter to consider and weigh the potential benefits and risks associated with the use of the catheter against alternative procedures. The general risks and complications associated with indwelling catheters are described in the literature. Cases of myocardial perforation associated with the use of temporary trans-venous pacing catheters have been reported. Careful repositioning and withdrawal of the catheter under fluoroscopic control is recommended. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that it was unable to pace from the beginning of use after the introducer and the catheter was inserted into the patient in the catheter laboratory. The catheter was used for temporary pacing. The patient originally had severe bradycardia. The catheter was replaced and the problem was solved. Patient demographic information requested but unavailable. The device was discarded by the hospital. There were no patient complications reported.